Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device reached elective replacement indicator (eri) recently. However, during last check the device had one year remaining battery longevity. It was also noted that the device was beeping sixteen times every six hours. Moreover, initial analysis result indicated that the battery voltage has been exceeding the predicted voltage and charge times were increasing gradually. To date, this device remains in service. No adverse patient effects were reported. Additional information from the medical records indicated that the device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual minor scratches on the case. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device reached elective replacement indicator (eri) recently. However, during last check the device had one year remaining battery longevity. It was also noted that the device was beeping sixteen times every six hours. Moreover, initial analysis result indicated that the battery voltage has been exceeding the predicted voltage and charge times were increasing gradually. To date, this device remains in service. No adverse patient effects were reported.